Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photographs did not reveal any defect with the femoral trial. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes united kingdom reports an event as follows: during an attune (rp/ps cemented) primary tkr it was noted that x2 of the femoral trials displayed wear marks and what appears to be the splitting of the trial at a similar point between the ps box and the remainder of the trial. There was no patient consequence or surgical delay.